Event description:
A director of surgical services reported a pt with toxic anterior segment syndrome, (tass) following intraocular lens (iol) implant surgery and they are unable to determine the cause. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested by phone, fax and mail on 03/16/2012 and 03/22/2012. A completed questionnaire has not been received. (B)(4).